Event description:
The report stated that during preventative maintenance the biomedical engineer discovered that the bipolar was constantly on. After he had hooked up to his analyzer and pressed the foot pedal to activate, it did not stop when the pedal was released.

Manufacturer narrative:
(B) (4). (B) (4). The root cause was traced to a single component (capacitor) failure. A review of the complaint database confirmed this was an isolated occurrence.